Event description:
It was reported that during the procedure in the anterior tibial artery, the physician needed to remove the 3x40 xpert stent delivery system from the patient for the purpose of exchanging the guide wire. The xpert stent system had only been advanced into the superficial femoral artery when removal was performed. After removal of the xpert stent system from the anatomy, the physician noted that the distal segment of the xpert stent was slightly expanded. The physician had not manipulated the locking mechanism during advancement or retrieval. A new 3x40 xpert stent system was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The premature deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.